Event description:
Pt's mom stated her pump was giving an error code "1836" and was making "unusual wooshing sounds." Pt switched to back up pump, no issues. Replacement pump to be send to pt for delivery (B)(6) 2018. No other info known. Dose or amount: remodulin 108nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2015 to ongoing.